Event description:
The customer returned the scope to the service center for a separate issue. During the device analysis, it was found that the insertion tube surface coating was peeling off and the light guide lens was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.